Event description:
The customer reported that the battery is not recognized when it is installed in the device. It shows that it is disconnected.

Manufacturer narrative:
The customer reported that the battery is not recognized when it is installed in the device. It shows that it is disconnected. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.